Event description:
The following has been reported: biomed reported: an lvp pump that was reported that the bottom left loading guide stuck. Top right pin struck. Customer cleaned the av (actuator valve) pins and loading guide. No problem found while testing pump. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal CAPA was opened to investigate the issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No actions are required at this time since pump was not returned and complaint was not confirmed or refuted.